Event description:
It was reported that in the patient the patient was too high and flying around the ceiling because they had too much drug, it was noted this was after implant. The patient got bad headaches from the drug. At that time dilaudid and morphine were in the pump and they did not work. It was noted that different drugs were tried. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).